Event description:
It was reported that the tip of a drill broke off. The surgical technique was utilized, there was no surgical delay, there were no foreign bodies retained. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). H6: proposed component code: mechanical (g04) - drill product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.